Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system began emitting beep tones due to a high out-of-range shock impedance measurement greater than 125 ohms on the right ventricular (rv) defibrillation lead. The patient was seen in clinic, and the shock impedance alert value was changed to 150 ohms. This ICD system remains in service, and will continue to be monitored at this time. No adverse patient effects were reported. Additional information received reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced due to normal battery depletion (nbd). It was noted that the shock impedance measurement was 89 ohms with the chronic right ventricular (rv) defibrillation lead and the new device. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system began emitting beep tones due to a high out-of-range shock impedance measurement greater than 125 ohms on the right ventricular (rv) defibrillation lead. The patient was seen in clinic, and the shock impedance alert value was changed to 150 ohms. This ICD system remains in service, and will continue to be monitored at this time. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.